Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate atp and hv therapy. Dislodgement, t-wave oversensing, and small r-wave amplitudes were observed. Lead revision was recommended. The patient was stable.